Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6)2017 where the ipg was removed and replaced. Therapy has resumed.

Manufacturer narrative:
Recall numbers: 1627487-07262012-002-r and 16271487-12192011-003-r. This ipg serial number was included in multiple field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported lost stimulation due to battery depletion. The patient did not charge his ipg as recommended. Surgical intervention may be pending to address the issue.